Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) was inserted per procedure and the proximal portion of the peg (sealant) stuck to the white advancer tube when the device was removed. The majority of the sealant was still in the tissue tract when the proximal portion broke off and didn¿t cause any issues. Pressure was held as a precaution for 10 minutes and there wasn¿t any ¿issue¿. No patient injury or hematoma was noted.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) was inserted per procedure and the proximal portion of the peg (sealant) stuck to the white advancer tube when the device was removed. The majority of the sealant was still in the tissue tract when the proximal portion broke off and didn¿t cause any issues. The device storage temperature did not exceed 25 °c. The mynx vcd was prepped according to the instructions for use (IFU). The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Pressure was held as a precaution for 10 minutes and there wasn¿t any ¿issue.¿ the patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. No patient injury or hematoma was noted. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The advancer tube was separated from the device as received. The syringe was connected to the device with the stopcock open. The sealant was not returned. Without the return of the sealant, a complete physical investigation could not be performed. The condition of the returned device is consistent with the reported event. The catheter, shuttle cartridge and the advancer tube were inspected for anomalies. No visual damages or anomalies were observed. Leak testing was performed on the balloon of the received device (per mynxgrip instructions for use, (IFU)), using the returned syringe. The results revealed no leak in the balloon. The balloon was fully inflated and pressure was maintained with proper functioning of the inflation indicator. The advancer tube was inspected at high magnification to determine whether there was damage to the advancer tube¿s distal end that may have contributed to the reported event. No damages or anomalies were observed. Review of lot f1734503 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the investigation performed, the event reported as sealant stuck to the white advancer tube could not be confirmed and the root cause could not be conclusively determined. Per the mynxgrip instructions for use (IFU), lbl9288_b, step 3: remove device, it instruct users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) was inserted per procedure and the proximal portion of the peg (sealant) stuck to the white advancer tube when the device was removed. The majority of the sealant was still in the tissue tract when the proximal portion broke off and didn¿t cause any issues. The device storage temperature did not exceed 25 °c. The mynx vcd was prepped according to IFU instructions. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Pressure was held as a precaution for 10 minutes and there wasn¿t any ¿issue¿. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. No patient injury or hematoma was noted.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Review of lot f1734503, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of completion of the engineering evaluation.